Event description:
Affiliate reports that the fluid did not flow through the distal catheter, into the abdomen which resulted in a revision.

Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.